Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prosthesis experienced bilateral deflation post procedure. A physical examination was performed by a physician and deflation was diagnosed. As a result, bilateral removal was performed on (B)(6) 2020. This report relates to the left prosthesis.